Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was not returned to the manufacturing facility for evaluation. However, a photo showing the actual sample was provided for additional information to review. However, it was difficult to confirm the customer's observation from the photo review. Therefore, the investigation is based upon the user facility information and the evaluation of the retention sample of the involved product code/lot number. Visual inspection of the retention sample revealed no anomalies, such as a kink on the shaft, in the appearance. Magnifying inspection of the platinum and stainless steel coil segments revealed no anomalies, including elongated coil, or widened or jumbled coil pitch. Magnifying inspection of the ptef coated uncoiled shaft segment revealed no anomalies, including peeled ptfe coat. The outside diameters were measured on the platinum and stainless steel coil segments and the ptef coated uncoiled shaft segment. All the obtained values were confirmed to meet manufacturer specifications. A review of the device history record and the shipping inspection record of the involved product /lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The investigation findings verified that the retention sample from the involved product code/lot# combination was the normal product. It is likely that the actual sample was exposed to abrading force in the state of the ptfe coated uncoiled shaft segment having contact with a hard object, e.g. A metal device, resulting in the reported shearing of the ptfe coat. However, without the device return and with no detailed information about the device used in combination with the actual sample or the way the actual sample was manipulated, the exact cause cannot be definitely determined. The IFU states: "do not manipulate and/or withdraw the runthrough ns through a metal entry needle, a metal dilator, or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator, or a metal guide wire inserter may result in destruction and/or separation of the runthrough ns." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the ptfe coating on the involved runthough ns device sheared off. During introduction of the wire into the introducer, the coating of the wire peeled off. There was no harm to the patient.